Event description:
It was reported that during an unknown procedure, after firing the device, the staples were still in the cartridge. Not noted how case completed. No patient consequence.

Manufacturer narrative:
Evaluation summary: one cartridge was returned without a device and in good visual condition and fully fired. No functional test could be performed. A batch record review was performed and no anomalies were found during the manufacturing process.

Manufacturer narrative:
D4;h4: info is unavailable, device was not returned for evaluation.